Manufacturer narrative:
Out of warranty; no request for manufacturers service.

Event description:
The customer reported the ventilator was not passing oxygen flow testing. The ventilator was not in use, therefore, there was no patient involvement or harm. The customer reported review of the device diagnostic log history noted an occurrence of a vent inop due to an oxygen motor error. Vent inop, when in use, will stop providing ventilatory support to the patient. As the device was out of warranty, manufacturer's product support (pse) advised the customer to check the o2 supply, hose, and connector. The customer called the pse and reported that replacing the o2 hose corrected the reported problem.